Manufacturer narrative:
Approximate age of device - 4 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a speed advisory and pump off alarm. Log file submitted for review captured a pump stop on (B)(6) 2019 while connected to the mobile power unit (mpu). The patient was placed on batteries and on an ungrounded cable until undergoing a pump exchange on (B)(6) 2019. The patient is currently recovering from surgery. No additional information was provided.

Manufacturer narrative:
It was previously reported the patient had low speed operations and pump stops as well as elevations in power and flow. Elevations in power and flow can be due to the known driveline fracture issue or pump thrombosis. The patient subsequently underwent a pump exchange due to suspicion of driveline fracture and pump thrombosis. During log file analysis, it cannot be discerned if the unusual parameters are due to driveline fracture or pump thrombosis. There were no patient vital signs, symptoms, or labs provided to help determine the cause either. The treatment of pump exchange is the same for both issues. In addition, neither issue can be confirmed unless the pump is returned and investigated. The investigation for the pump originally closed on (B)(6) 2019. The pump was later returned on 02oct2019 and the investigation was re-opened. This investigation confirmed pump thrombosis and an internal driveline issue that could have contributed to the event. Manufacturer's investigation conclusion of the returned pump: the evaluation of heartmate ii lvas identified an internal driveline issue that could have contributed to the reported low speed and pump off alarms, which were confirmed through the evaluation of the submitted system controller log file. In addition, thrombus was confirmed through the evaluation of the returned device, which could have contributed to power elevations identified through the evaluation of the submitted log file. The submitted log file captures one transient pump stop and low speed hazard/advisory event on (B)(6) 2019 at 09:15:47 pm while the system controller was connected to an mpu. Low flow hazard alarms were also noted during this event, corresponding with the low speed hazard alarms. In addition, periods of elevated power and estimated flow were observed on (B)(6) 2019, reaching values up to 11.8 w and 12.0 lpm, respectively. The device was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. An internal driveline segment measuring approximately 11.5¿ was also returned, and the remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned unattached from the pump¿s outlet port. The device appeared to have been exposed to a fixative agent. Dark red, ring-like thrombus formations were observed surrounding the inlet bearing cup and the inlet bearing ball. The similarity in size and structure of these formations suggests that they developed as one thrombus and were pulled apart during disassembly of the pump. The laminated structure of the thrombus formation and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Further, this formation appeared to have partially obstructed the flow of blood, and it could have contributed to the elevated power and estimated flow values observed in the submitted log file due to increased drag on the rotor. A specific cause for the development of this formation and an exact duration for which it was present within the pump could not be conclusively determined through this evaluation. Electrical continuity testing of the returned portions of the driveline revealed that a short to shield was able to be induced in the brown wire on the 11.5¿ segment. Visual inspection of the underlying wires revealed breaches in the insulation of the brown, orange, and yellow wires approximately 3.5¿ from the pump housing. Hipot testing of the remainder of the driveline revealed further breaches in the insulation of the red, orange, and green wires approximately 12¿ through 12.5¿ from the pump housing. The observed driveline damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield, and it resulted in exposed inner conductors. If the exposed inner conductors of any of these wires made contact with the metal braided shield while connected to a tethered power source such as the mpu, the resulting electrical short to ground could have resulted in the pump stop observed in the submitted log file. Further, if the exposed inner conductors of wires from any two different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stop events on any power source. However, a direct correlation between these findings and the observed thrombus formation could not be conclusively established through this evaluation. The heartmate ii lvas lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU also contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of a pump off and low speed event while connected to the mpu, a specific cause for these events could not be conclusively determined as there is no product available for investigation. Based on previous complaint history, these findings could be indicative of a potential driveline issue. In addition, the evaluation of the log file confirmed elevations in power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captures one transient pump stop and low speed hazard/advisory event on (B)(6) 2019 at 09:15:47 pm while the system controller was connected to an mpu. Low flow hazard alarms were also noted during this event, corresponding with the low speed hazard alarms. In addition, periods of elevated power and estimated flow were observed on (B)(6) 2019, reaching values up to 11.8 w and 12.0 lpm, respectively. It was initially reported that the plan was to return the pump. Multiple requests for product return have been issued to the customer; however, no further information has been provided and no product has been received to this date. The investigation file will be closed accordingly. If (B)(6) is returned in the future, the file will be reopened to include the investigation of the device. No further information was provided. The manufacturer is closing the file on this event.